Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation with two detached pieced of the retrieval bag. Upon inspection, engineering found that the bag was cut from the cord loop, the bead was retracted inside the tube and confirmed a tear near the seal of the bag. The bag showed signs of tension, clearly visible in the stretching near the breakage site. Previous tests have shown stretching and breaking in retrieval bags when excessive force and manipulation is used to remove specimens from a small incision. The instructions for use state, "note: if the bag and its contents are too large to be extracted, carefully enlarge the port site for ease of bag removal. Care should be taken to avoid contact of the bag with sharp instruments, morcellators, cutting devices, and electrosurgical and laser instruments." And, "do not cut bag cord prior to removal from port site." When the incision is enlarged, the specimen can be removed without incident. This document represents our final report.

Event description:
Adnexectomy: "the bag was broken when the surgeon removed it through the abdominal wall. Two pieces of the bag stuck into the layers of the abdominal wall and had to be retrieved.

Manufacturer narrative:
The incident device anticipated to return. A f/u report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.